Event description:
Transient si elevation and transient drop in blood pressure during an atrial fibrillation ablation procedure. Condition resolved itself without medical intervention. Procedure was successful without any residual effects.